Event description:
The customer reported that they inadvertently switched the wash solution a and b lines on the ortho provue analyzer and performed testing. No erroneous results were reported. Incorrect wash solution connections on the provue may cause carry-over, cross contamination of hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
The connections from wash solution a and b were switched and testing was performed. The customer reconnected the lines appropriately to return the instrument to expected operation. Service was not needed. Incident occurred as a user error. The customer has not logged and similar complaints against this instrument since this incident. Incident is isolated. (B)(4).